Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 02/24/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/02/2017 with the following findings: a review of the black box showed one unexplained power on reset event on the date of the complaint. The returned battery cap and test cap were able to attach securely to the pump. The rewind, load, and prime steps were performed successfully. The 24 hour testing was performed without any reboot occurrences. The pump was opened to find no damage to the power circuit and no moisture. The complaint of no power was unable to be duplicated during the investigation. Unrelated tot he original complaint, the battery compartment was cracked at the case seal to the left of the bumper and at the case seal below the bumper. (B)(4).